Event description:
It was reported that the 2800 systems table movement hand control does not work. It was also noted that the table was giving an intermittant "table communication failed" error. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced table generator interface (tgi) board and hand control. The system was tested and found to be working as intended. System returned to service.